Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the surgeon side console (ssc) lost vision in the right eye. The right display had no backlight and no icons visible. The image was correct on the vision side cart (vsc) touchscreen. The technical support engineer (tse) guided the customer through a hard power cycle, cycling the ssc breaker and restarting the blue fiber cable, with no improvement. Tse informed the caller that field service intervention would be required to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with no patient harm, adverse outcome, or injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could not reproduce the issue during site visit. The left and right monitors were swapped to determine whether the problem remained on the same side or moved with the monitor. All power and video connections for both screens were checked and reseated. After swapping monitor, problem follows and confirm diagnostics. Subsequently, the high-resolution stereo viewer (hrsv) monitor was replaced. The system was inspected, tested, and verified to ensure it was ready for use. The complaint was confirmed based on the field evaluation.isi has not received the unit associated with this event to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided.